Manufacturer narrative:
The customer stated that they ran precision checks and had preventive maintenance (pm). They also changed the sample probe, the reaction cells and the photometer. They also replaced the white squeegees on the cell rinse mechanism (crm). The field service engineer (fse) checked and cleaned all the rinse mechanisms and rinse tubings. He replaced the reagent probe, the sample and reagent valves as a preventive measure. He checked, adjusted and verified the cell rinse water mechanism and found it to be within specifications. He also adjusted the gear pump and water pressure. He ran mechanical checks to verify the instrument's overall function. He ran a precision check with acceptable results. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of a questionable creatinine plus ver.2 result for one patient sample tested on a cobas 8000 c702 module. The reporter stated that they have been obtaining questionable creatinine results with data flags from the analyzer. The results were as expected upon rerun. One questionable initial result did not have a data flag and was reported outside of the laboratory. The initial result was questioned by the doctor which prompted a rerun of the sample. The initial result was 0.08 mg/dl. The value crossed to the laboratory information system (lis) as 0.1 mg/dl. The repeat result was 1.42 mg/dl. The repeat result was deemed correct. The reagent lot number is 596370. The expiration date is aug-2022.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.